Event description:
Philips received a complaint from a customer biomed reporting the enter button was not working properly and the v60 ventilator was unable to enter diagnostic mode. This issue was identified during an annual preventive maintenance (pm) event; the unit was not in clinical use. There was no resulting harm. A philips authorized service provider (asp) confirmed that enter button was not working properly and the unit was not able to enter diagnostic mode. The asp removed the front bezel and confirmed the issue was due to a poor connection. The asp removed front bezel and connected cable back to the board correctly. The unit was able to enter diagnostic mode after it was plugged in. No new parts were required, however the switch pcba was proactively replaced. The device was operational after repairs were completed.